Event description:
It was reported that the user experienced a hypoglycemic event after a prior elevated blood glucose, with sensor readings decreasing from 225 mg/dl to 46 mg/dl within about an hour and remaining low for approximately 1 hour and 45 minutes, after which the user awoke diaphoretic, ingested a bottle of juice, and returned to target range; troubleshooting and education were completed with assignment to additional training. Symptoms included hypoglycemia and sweating. Outcomes included resolution of hypoglycemia after oral glucose and no hospitalization. Investigation included review of provided glucose data and user interview. Investigation of this case revealed no device malfunction identified and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.